Manufacturer narrative:
No product sample was received; therefore, visual, and functional testing could not be performed. A device history record (DHR) review was performed, and no issues were noted during manufacture. No root cause could be determined as the complaint could not be confirmed. No further action was required as the complaint could not be confirmed and no sample or pictures were received for evaluation. Operator of device is unknown. No information has been provided to date this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that the pump tubing used to prime medication bag had numerous air bubbles. The tubing was held appropriately during priming. Approximately 14 ml of fluid was used to drain air from the tubing. No patient injury was reported.